Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that the ¿wires were all over¿. The patient explained that the ¿first leads¿ were making their legs numb. The patient stated it was confirmed with their second health care physician (hcp) that the first hcp did not get the placement of the leads right. The patient confirmed this issue was following the surgery. The patient stated the manufacturer representative had tried to do some adjustments but it didn¿t do anything. There were no further complications reported/anticipated.